Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the user stated that the discontinued or stopped medication orders were still available in patient profile at pyxis station for nurse access. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the discontinued medication orders were appearing on the patients profile at the pyxis station. The technical support specialist (tss) reviewed the patient profile and informed the customer that if the order was still displaying on the station before that time, it was because pyxis had not received the discontinued message from their pis. The tss advised the customer through mail to open a new case and provide a new order example if they continued to experience issues with orders were not dropping. The tss reached multiple attempts to reach the customer by phone and email were unsuccessful, so the technical support specialist closed the ticket.